Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was unable to communicate with a programmer and was emitting a constant tone. Therefore, the physician elected to explant the ICD and expressed a dissatsifaction with the longevity of the device.